Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrived to their visit, and their spouse stated that they changed out the patient's system controller with the backup system controller at home. The switch took place on (B)(6) 2024. Log files were submitted for review and the event log captured mainly routine events but noted on (B)(6) 2024 at 15:58 a low voltage hazard/no external power event while using the mobile power unit (mpu). It appeared the mpu lost total power, enabling the emergency backup battery in the system controller. The event lasted about 13 seconds and then the driveline was disconnected for the system controller exchange. No issues were seen with the primary system controller that was exchanged. The spouse mentioned power lost, but it is unknown how long power was lost. The backup system controller is now the primary system controller, and the exchanged one is now the backup.

Manufacturer narrative:
Section g4: PMA # corrected manufacturer¿s investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. On (B)(6) 2024 at 15:58, no external power alarms activated, consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu). The driveline was disconnected at 16:01, which is addressed under the controller investigation. The no external power alarms resolved when the controller was connected to battery power at 16:05. The backup battery supported the controller as intended during this time. Provided information indicated that there was a loss of power to the house, but additional event details were not provided. The root cause of the loss of external power was not able to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviation from manufacturing or qa specifications. The mpu was manufactured with a v-lock ac power cord. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.